Event description:
A customer reported the footswitch was not recognized before surgery due to the system missing the footswitch cable. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cdr 803.56 when additional reportable information becomes available. (B)(4).